Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transmission showed no atrial markers in the non-sustained ventricular tachycardia episodes. It was difficult to see what was going on in the right atrial (ra) lead. Undersensing was suspected. The lead remains in use. No patient complications have been reported as a result of this event.